Event description:
During servicing of a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The pt's belt failed incoming testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon eval, there was a shorted pulse wire between the distribution node (dn) and the rear therapy electrode (te). The cause of the test failure is the shorted pulse wire. The root cause of the shorted pulse wires cannot be positively identified. No adverse event resulted from the shorted wire. The pt received a replacement electrode belt.